Event description:
In 2005 a patient fell while being transferred from a chair in an uno 102 patient lift. According to the facility, the patient was being raised from the chair when the actuator shaft collapsed. The resident fell to the floor and was sent to the hospital for medical evaluation. Only minor injuries were sustained. The next day the equipment was inspected by liko's local distributor. The broken part was replaced on the lift and returned to the manufacturer for a failure analysis report.